Event description:
The product was used following a prostatectomy on a patient with prostate cancer in 2006. The patient developed an eruption around the area where the product was applied, and all over the body two days after the surgery. Eight days later, the patient was treated with allegra tablets, myser ointment, and hirudoid ointment. The three medicines were switched that same day to antebate ointment, and atarax tablets. The reason for the change is unknown. Product was not returned.

Manufacturer narrative:
Some information for this report had not been provided at this filing. If the informatin is provided at a later date, a supplemental filing will be sent. Product testing was performed on product lot retains and tested performance specifications were achieved. The event description does not suggest that the functional performance of the device was out of specification, but does indicate a possible sensitivity reaction to cyanoacrylates or its derivatives. The package insert provides contraindications and adverse reactions: do not use on patients with a known hypersensitivity to cyanoacrylates or formaldehyde. Reactions may occur in patients who are hypersensitive to cyanoacrylates or formaldehyde.